Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The device was not returned for evaluation as it remains implanted. The complaint for valve stenosis was confirmed through provided medical records. A review of the device history record did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of instructions for use/training materials revealed no deficiencies. An existing technical summary captures the root cause analysis for complaints evaluated for bioprosthesis valve dysfunction presenting as stenosis/increased gradient as a result from patient/procedural factors. The technical summary outlines the manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As noted, the second 29 mm sapien 3 ultra resilia valve was deployed with additional 4 cc from the nominal volume, which may indicate that the incident 29 mm sapien 3 ultra resilia valve was potentially under expanded. The under-expanded valve could reduce the effective orifice area of the valve leading to stenosis. As such, available information suggests that procedural factors (under expanded valve) may have contributed to the valve stenosis. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to the pvl. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Updated sections b1, b5, h6-device codes, clinical codes, findings, and conclusions.investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, the patient had a previous history of compassionate transcatheter mitral valve replacement with a 29mm sapien 3 ultra resilia valve in the native mitral valve after commissural reduction with 3 mitraclips ("artic" procedure- annular reduction by cinch with teer in the commissure). At the end of the index procedure, the patient had a paravalvular leak (pvl). The patient was readmitted approximately one month later with hemolysis, and transesophageal echocardiogram showed 3 discreet pvls, 2 additional from the initial pvl. It was decided to place another 29mm sapien 3 ultra resilia valve in the existing 29mm sapien 3 ultra resilia valve. There was still some pvl at the end of the case, less than moderate. The patient was stable when they left the cath lab. Per received records, the patient presented with transcatheter mitral replacement with severe mitral stenosis and heart failure. Post-op diagnosis was 3 significant pvls. Under general anesthesia, the patient had an urgent lampoon laceration of anterior leaflet of the mitral prosthesis and urgent valve-in-valve with a 29 mm sapien 3 ultra resilia in the mitral position via transfemoral transeptal approach. Because of the high left arterial pressures, although the atrial septal defect (asd) was mostly left-to-right shunting, an asd 25mm closure device was used to close the atrial septum. Post procedure noted trace paravalvular leak regurgitation and no significant gradient across the lvot (10mmhg) and mean gradient of 3mmhg across the valve.

Event description:
As reported by the edwards field clinical specialist, the patient had a previous history of compassionate transcatheter mitral valve replacement with a 29mm sapien 3 ultra resilia valve in the native mitral valve after commissural reduction with 3 mitraclips ("artic" procedure- annular reduction by cinch with teer in the commissure). At the end of the index procedure, the patient had a paravalvular leak (pvl). The patient was readmitted approximately one month later with hemolysis, and transesophageal echocardiogram showed 3 discreet pvls, 2 additional from the initial pvl. It was decided to place another 29mm sapien 3 ultra resilia valve in the existing 29mm sapien 3 ultra resilia valve. There was still some pvl at the end of the case, less than moderate. The patient was stable when they left the cath lab.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.